Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Dr. Report: "I would like to inform you of the wear (breakage) of the femoral stem neck of the abg prosthesis. Code: how / ost 4845-0205 abg ii femoral stem left. The patient had to undergo a prosthetic replacement surgery - on (B)(6) 2020"

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a abgii stem was reported. The event was confirmed through visual evaluation of the provided photograph. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs show an abgii stem. Damage/crack/fracture is visible on the trunnion neck of the stem. Clinician review: no medical records were received for review with a clinical consultant. Product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the reported device was not returned however photographs were provided for review. The photographs show an abgii stem. Damage/crack/fracture is visible on the trunnion neck of the stem. The exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, progress notes, x-rays and return of the device are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Dr. Report: "I would like to inform you of the wear (breakage) of the femoral stem neck of the abg prosthesis. Code: how / ost 4845-0205 abg ii femoral stem left. The patient had to undergo a prosthetic replacement surgery - on (B)(6) 2020."